Manufacturer narrative:
(B)(4).the customer returned one used and damaged 4 fr mpis outer sheath. The sheath was received in two pieces (with hub attached). Inspection revealed the sheath to be fractured into two pieces approximately 5 cm from the hub. The distal tip of the sheath was also damaged. Quality control personnel confirms the type and outside diameter of the tubing and that the surface of the catheter is smooth, clean, and free of excessive kinks and foreign debris. It is also confirmed that the surface is clean and fee of imperfections. Verification testing evaluated the hub to shaft bond. In the description of the vent, it was noted that the patient had "diseased calcified vessels and presumably scared groin." A highly calcified area or constricted pathway could have resulted in unexpected forces on the device, resulting in this separation, thus it is likely tha the patient's condition contributed to this failure. The separated piece was removed from the patient. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment (qera) no risk mitigating action is necessary at this time.

Event description:
The physician was performing an angiogram on a patient with diseased calcified vessels and presumably scared groin, and also with history of prior starclose use. Micropuncture access obtained with some difficulty, complicated by moderately but by no mean extraordinarily difficulty advancing micro set into vessel. Inner portion removed and amplatz (stiff) wire advanced into descending thoracic aorta anticipating difficult groin. 4f portion of set removed with some resistance and upon exiting the skin observed to be too short. Compared to a new set it was missing 3-4 of distal aspect. This could not be seen under x-ray. Discussed with vascular surgery and given patient's overall situation (body habitus, ipsilateral bka, small potential fragment size) risk of operative approach felt to out weigh danger of allowing fragment to embolize down right likely profunda. Subsequently after back table trail 7f sheath placed over amplatz, 4f snare catheter placed over second wire through same sheath and the amplatz was snared in the aorta. The snare was tightened around the wire and slid toward the groin and out the groin sheath presenting the sheath fragment on the amplatz. The fragment was removed and when added to the other portion of the sheath felt to represent the retained fragment in its entirely. The initial procedure was continued without further adventure. (B)(4) 2012 - district manager confirmed: after the device was snared manual pressure was held to close the groin. Patient is doing fine. A section of the device did not remain inside the patient's body. The patient did not require any additional procedure due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.